Event description:
A remstar auto with heated humidifier device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed blower foam degradation in the device. Additionally, the service technician also noted an error code 31 (indicating an issue with the internal airflow often related to a faulty blower motor) present and the device was contaminated with dust. The device was scrapped by the service center after the evaluation was completed.